Event description:
The customer reported that during an emergency care patient procedure, using a glidescope spectrum smart cable, lines would appear on the screen and the image would intermittently disappear. The customer was able to produce an image intermittently by "wiggling" the cable. No reports of use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 a replacement glidescope spectrum smart cable was sent to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was unable to confirm the reported issues. When connecting the customer's glidescope spectrum smart cable to known, good, test verathon equipment, the smart cable image was normal. The smart cable was manipulated while connected, and it still produced a normal image. The camera image quality test was performed and passed. Upon completion of the evaluation the customer's glidescope spectrum smart cable was scrapped as it had already been replaced prior to its return for evaluation. No further investigation is required at this time. Verathon will continue to monitor for trends.